Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address femoral loosening at cement to implant interface. Cement manufacturer used is competitor. No falls or trauma and no relative commodities. Doi: (B)(6) 2008; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.